Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 22:50 with an ultrafiltration of 1066 ml during cycle 11. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the iipv identified in the device log was determined to be: insufficient drain, use error: tidal uf removal set too low. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The device's history record was reviewed and no issues were identified that may have contributed to the iipvs. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)).